Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from unknown medical examiner with limited information. Information identified in the paperwork indicated the patient died approximately two years post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: implanted: (B)(6) 2002; product ID: 4092-58, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.